Manufacturer narrative:
Result: damaged lift motor sensor coil cord.

Event description:
It was reported by svc report that the foot-end lift was stuck in upper position, and wouldn't go down. No pt involvement or adverse consequences were reported.